Event description:
Subsequent to the initial medwatch report, the following information was received: reportedly, the plunger was depressed to deploy the locator wings and initial splitting of the exchange sheath was seen above the skin. No additional information was provided.

Manufacturer narrative:
(B)(4). Patient selection. Reportedly the common femoral artery was mildly calcified. The starclose se instructions for use (IFU) states, under precautions,: do not deploy the clip in areas of calcified plaque. In addition the IFU states, under special patient populations, that the safety and effectiveness of the starclose vascular closure system have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported device pulling out from the anatomy was confirmed as the device was returned with the locator wings still deployed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a percutaneous transluminal coronary angioplasty procedure, arteriotomy closure of a mildly calcified left common femoral artery was attempted using a starclose se device. Reportedly, the device was held at the angle of the tissue tract as the device was retracted to locate the anterior surface of the arterial wall with the locator wings. Although no excess force was applied to the device, when the device was pulled back to place the locator wings on the anterior surface of the vessel wall, the device pulled straight out from the vessel as the locator wings did hold the device in the artery. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reportedly trained in the use of the starclose se device. No additional information was provided.